Event description:
Event description guidant/cpi received information that immediately post implant, this ipg (implantable pulse generator) exhibited high ventricular lead impedance (>2500 ohms) and loss of capture in bipolar mode. Ventricular impdance and capture were normal when the device was reprogrammed to unipolar mode. The ventricular lead is a tined competitive lead.